Event description:
A camino catheter (1104 bt) (icp) intracranial pressure monitoring kit malfunctioned. The description is as follows; the catheter was not working after some time. Initially it works but, after some manipulating we couldn't read any measurements on the camino monitor. We did all the troubleshots required, and we also tried another monitor and in both only the integra logo was showing on the screen. The pt died on (B)(6) 2013, but the doctors told us that they were expecting that because he suffered a stroke." The condition of the pt (prior to the catheter insertion, during the use of the device and during the time the unit malfunctioned). Gcs 4- (glasgow coma scale- scores that range- between 3-8 usually said to be in a coma). The catheter was inserted on (B)(6) 2013, and was in place for four days before the reported event was detected. There were no records/readings before moving, after moving no values, only main cam screen. The medical staff tried to remediate this issue by replacing the catheter with a codman catheter, and by changing the monitor. The date and hour of the pts' death was (B)(6) 2013, 23 hour, 57 minute. An autopsy revealed that the cause of death was a stroke. The distributor requested integra provide an inservice training. An insertion skills class and a short monitor in service training session was provided and questions answered on (B)(6) 2013.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated base upon the reported info.